Manufacturer narrative:
The device will be evaluated when it is received from the customer and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that air bubbles have repeatedly been seen in the delivery line when starting up the warm blood dose toward the end of the pump run. There were no reported patient complications resulting from the alleged incident.

Manufacturer narrative:
The sample was not returned for investigation. Additional information received from the user indicates that the reported complaint condition was as a result of user error. The user confirmed that she had been aggressively tapping the filter chamber during priming and this was the root cause of the complaint condition.